Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead was attempted for dual site rv pacing, however when it was placed in the high septal position it dislodged. The rv lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.